Manufacturer narrative:
Evaluation of the returned cat7 confirmed that the device was fractured on its distal shaft. Evaluation revealed stretching at the fractured location. This indicates that the device was stretched prior to fracturing. If the cat7 is retracted against resistance, damage such as stretching and subsequent fracture may occur. The root cause of the resistance could not be determined. Further evaluation of the device revealed that the distal fractured segment was kinked, and lumen was damaged at the distal tip. This damage was incidental to the complaint. The kinks on the distal shaft may have occurred during snaring attempts to retrieve the device from the patient body. The root cause of the damaged lumen at the distal tip could not be determined. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a thrombectomy procedure to treat aortoiliac thrombosis using an indigo system aspiration catheter 7 (cat7), a non-penumbra guide sheath, and a guidewire (0.035 inch). During the procedure, after making three passes using the cat7, the physician removed the cat7 and noticed that the cat7 was fractured at the distal length. The physician then performed an angiography and found that the distal segment of the cat7 remained in the right iliac artery. Therefore, the physician removed the distal segment of the cat7 using a snare device. The procedure was ended at this point. There was no report of an adverse effect to the patient.

Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.